Event description:
It was reported that the pulse generator exhibited backup vvi mode after being exposed to electrocautery. During the procedure, the patient's intrinsic rhythm flat lined. The patient was stabilized successfully. The device was explanted and replaced. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.